Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "air arterial side" occurred a few minutes after use. Maquet cardiopulmonary gmbh requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Based on the given information the reported failure could not be evaluated and therefore the failure could not be confirmed. Therefore a most probable root cause could not be determined. Thus this complaint will be closed and in case significant information becomes available the complaint will be reopen and necessary steps will be initiated. The reported failure "air arterial side" occurred a few minutes after use and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. 4115.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from sweden that on a total of 4 different hls sets our customer has seen air starting to be collected on the arterial side only a few minutes after use. This customer has been using cardiohelp for many years and are very used to the system. In all cases the patients has been fine, since the air have been evacuated, but our customer is reporting this to us as a heads up. All systems has been primed according to the manual and no air has been seen before the patients were connected. The air has started to show up a few minutes after use. Complaint ID: (B)(4).